Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was water in the battery compartment after the patient went swimming. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jun-2018 with the following findings: during investigation, the battery compartment was cracked below and above the grip pad. The battery compartment had a leak with evidence of moisture corrosion in the battery compartment, near the motor flex connector, and on the transceiver board.